Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission showed that the right ventricular lead exhibited noise. The device began charging to deliver shock therapy, but it was aborted since the noise ceased. Programming changes were made to prevent inappropriate shocks. Further intervention was discussed, but not reported. The patient was in stable condition.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.